Event description:
Initial info was received on (B)(6) 2014 from a consumer's mother. This female child used colgate toothbrush kids 0-3 and experienced the bristles falling out and choking. She began using the toothbrush on an unspecified date (frequency unk). Subsequently, she experienced the events three days later, on an specified date. At the time of this report, the action taken with the toothbrush and the outcome of the event were unk. This case is referenced as (B)(4).